Event description:
There was no device related issue that caused or contributed to worsening right heart failure causing inability to wean cardiopulmonary bypass (cpb) and the need for centrimag right ventricular assist device (rvad). The rvad was removed (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient on impella support with preexisting patent foramen ovale (pfo) and mild to moderate right ventricular (rv) dysfunction underwent a routine heartmate 3 (hm3) implant via sternotomy plus a pfo closure. The impella was removed through the left ventricular (lv) core. The patient was unable to successfully come off cardiopulmonary bypass (cpb). A central right ventricular assist device (rvad) (centrimag) was placed. The left ventricular assist device parameters was at 5000 revolutions per minute (rpm), 4.2 liters per minute (lpm), pulsatility index of 2.2, and 3.2 watts (w). The rvad was at 2800 rpm and 3.6 lpm. The patient's heart rate was at 100 beats per minute, blood pressure was at 82/65 (74), and central venous pressure was at 16.